Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: are you referring to the shield reset button? Yes. Was the device able to be armed for insertion using the red shield reset button? Ni. Was the device inserted into the patient? Ni. If yes, did the retracted shield recover the exposed blade tip once the shield passed through the abdominal wall? Na.

Manufacturer narrative:
(B)(4). The analysis results of the d12lt found that it was received in good condition. During the functional testing the bullet retracted permitting the exposure of the blade during the advancement through the skin test media and returned to safe position upon penetration; the bullet performed as intended without any anomalies noted. It could not be determined what may have caused the event reported. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the sealed reset button could not be released. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: are you referring to the shield reset button? Was the device able to be armed for insertion using the red shield reset button? Was the device inserted into the patient? If yes, did the retracted shield recover the exposed blade tip once the shield passed through the abdominal wall?